Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received four inappropriate shocks. Technical services (ts) noted the rhythm appears 1:1 with irregular ventricular rate. The patient stated he did not know he received a shock however, had a seizure on that day. Technical services reviewed the shock electrogram (egm) and it appears there was muscle/movement noise from the seizure. The inappropriate therapy was due to sinus tachycardia. The patient's rhythm was noted to be faster around 140 bpm and they have a low zone in the 140 bpm. Ts discussed the rhythm ID (rid) feature and recommended increasing the rate cutoff (rco). At this time, the device remains in service. No adverse patient effects were reported.